Manufacturer narrative:
Device evaluation summary: visual inspection showed the dilator was inserted into the hemostasis cap to the end of the taper. The dilator outer diameter (od) was measured using a keyence scope and the hemostasis cap inner diameter (ID) was measured using a plug gage. The hemostasis cap ID was measured, and it was within specification. The dilator od was measured, and it was within specification. The dilator was inserted into the hemostasis cap and there was resistance and the cap held the dilator in place. The reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the eopa arterial cannula was alleged to have a product issue, specifically that the white inset was not sitting right, was not holding in place properly, and would sit out too far if pushed in further. The device was replaced. No patient complications have been reported as a result of this event.